Event description:
The user facility reported that a portion of the guidewire became damaged during an aif procedure. The following information was provided by the user facility: the wire ¿broke¿ inside of the glidecath that was being used in conjunction with the wire; the physician successfully removed the catheter and wire together; there was no impact to the patient as a result of the event; the procedure was completed successfully; and the patient was reported to be ¿fine¿.

Manufacturer narrative:
Results: is based upon evaluation of user facility information & the returned sample and is based upon testing of reserve samples conclusions: is based upon evaluation of user facility information & the returned sample; is based upon testing of reserve samples the involved device was returned & evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coating had been damaged and was then rolled in the distal direction exposing the core wire; and inspection revealed several additional areas on the urethane coating that were abraded. Examination & testing of the reserve samples confirmed there were no abnormalities & performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the sheath having been damaged as a result of contact with a sharp object. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).